Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that after advancing the knot the suture trimmer could not be removed from the tissue tract. The suture had to be cut under the skin level so the suture trimmer could be removed from the patient anatomy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath after an recanalization interventional procedure. Reportedly, the plunger was retracted until the suture was pulled taut. Only one blue rail suture was presented. The quickcut mechanism was used to cut the blue suture approximately 1 cm below the white link. The two suture ends were removed from the device. The blue rail suture was gently pulled with the left hand, keeping the suture coaxial to the tissue tract. The blue rail suture knot was advanced forward to the arteriotomy with the suture trimmer. After this step, it wasn't possible to remove the suture trimmer from the tissue tract. The suture trimmer had to be cut under skin level. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned condition confirmed the reported difficulty removing the suture trimmer after advancing and tightening the knot. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing the suture trimmer after advancing and tightening the knot incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.